Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event a doctor reported that a midwest e plus 1:5 attachment overheated and burned a patient. The doctor administered magic mouthwash (contains benadryl, lidocaine and maalox) to treat the burn. The doctor followed-up with the patient three days later and the patient was "fine."